Event description:
Additional information received on march 5th 2026 for report mw5182828 to updated the manufacturer to moog.

Event description:
Pt's mom, and nurse, reporting pump failure (timed out) and then pt "blew a vein" when trying to run via gravity. Went through troubleshooting and determined that a replacement pump needs to be sent. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number: (B)(6). Did the reported product fault occur while in use with the patient? Yes, did we replace device? Yes. Diagnosis for use: non-familial hypogammaglobulinemia.